Event description:
A report was received that the patient will undergo a revision procedure. The plan was to check the ipg first and open the pocket.

Event description:
A report was received that the patient has loss of stimulation. The patient will undergo a revision procedure.